Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. It was indicated that the last time they were able to successfully recharge their device was three to four months ago. They indicated that their reason for not recharging was because when they last had an ultrasound they had turned their device off and then they could not get it to come back on properly following the ultrasound. The patient indicated that they had reported this to their doctor and they stated that they were going to request a battery check. The patient was not able to communicate with any other external device (e.g. Patient programmer). They were redirected to follow-up with their healthcare provider (hcp) to request a rep to come and get them out of over-discharge. The patient indicated that they did not have a managing physician. The patient stated that they would call the pain management doctor they were seeing on monday at 9am to see if a manufacturer representative (rep) could come, otherwise they would have their primary care doctor call and request a rep. No symptoms were reported. The event of not being able to turn stimulation on occurred about three to four months ago in 2018. No further complications were reported/anticipated.